Manufacturer narrative:
(B) (4).

Event description:
The pump was removed due to (B) (6) infection. The physician had been unaware of the patient's history as it related to (B) (6) exposure. The pump was removed "before anything bad happened". The patient was sent to an infectious disease specialist; she was placed on vancomycin and "everything was fine". The patient desired to have the pump re-implanted and the physician refused.